Event description:
The hcp reported the pt was experiencing withdrawal symptoms. An MRI was done and reported as okay. At refill, all 18cc remained in the reservoir. No rotor study was done. The pump was explanted due to "appeared to be not working."